Manufacturer narrative:
Product complaint # (B)(4) this report is for an unknown - nail head elements/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes rep. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a hardware removal due to the surgeon was converting a femoral neck system to a hemiarthroplasty. The femoral head had collapsed and the bolt and the aerotational screw were no longer engaged in the femoral head. This (B)(4) captures the event where the femoral head had collapsed and the bolt and the aerotational screw no longer engaged in the femoral head postoperatively while this (b)() captures the titanium locking screw that was cold-welded into the femoral neck system 1-hole plate and the stripped head screw during removal due to multiple attempts using screwdriver intraoperatively. The patient's status is unknown. Concomitant device reported: titanium locking screw (part# 412.214s, lot# unknown, quantity# 1) femoral neck system 1-hole plate (part# 04.168.000s-us, lot# unknown, quantity# 1). This complaint involves two (2) devices. This report is 1 of 2 for (B)(4). This report is for one (1) unk - nail head elements.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Code 3191 used to capture surgical intervention, medical device removal and loss of anatomical alignment after fracture reduction. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.